Manufacturer narrative:
The product was not returned for examination. A search of the complaint database did not show any other reports against the mfg lot. The investigation could not draw any conclusions about the root cause of the reported device loosening without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address loosening of the tibial tray.